Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death as indicated by the reporting party was a heart attack. The caller stated other health issue which may have contributed to the passing like the customer had 2 heart stents, chronic bronchitis, high blood glucose, and was a diabetic for 58 years. The customer's blood glucose was unknown at the time of death. The caller reported the customer's blood glucose was 600 mg/dl the day prior to passing. The customer was not wearing the insulin pump at the time of death. The caller reported the customer was not wearing the insulin pump because the battery had died and they were in the process of changing the reservoir when they had the heart attack. The insulin pump was most likely worn up until 11:30 am on (B)(6) 2020. The customer was wearing sensors. The caller stated that the passing was not related to the insulin pump. The caller declined to return the insulin pump for analysis. Frn-mmt-332-rsvr, unomed set, ozp-mmt-7020-snsr